Event description:
It was reported that 1 month and 8 days after implantation the lens was explanted and replaced due to an anterior vault. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.